Manufacturer narrative:
The insulin pump alarmed motor error during rewind, problem isolated to mother board. Motor was test outside of the device and passed. No damage found on motor. Device was received with scratched on display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 199 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.